Event description:
Same case as 2134265-2010-01246. It was reported that post-coronary drug eluting stenting treatment procedure, myocardial infarction and stent thrombosis occurred. During the index procedure the patient had two unspecified taxus express2 stents and one non-bsc stent implanted. The target lesion locations were not reported. Approximately six months post-procedure, the patient experienced a heart attack as a result of poor flow and clotting of the previously implanted stent. No further information was reported.

Manufacturer narrative:
Event date: (B) (6) 2006 if implanted give date: (B) (6) 2005 device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information received, a supplemental medwatch will be filed. (B) (4).